Event description:
In 2008, a pt presented to hosp to deliver her baby. At 6:30 am, an epidural performed by an anesthesiologist initiated of naropin 2mg/ml at a standard dose of 10 ml per hour via baxter flo-gard model 6201 infusion pump, pt tolerated well. Patient vital signs and fetal heart tones monitored throughout. At 8:26 am, the pt complained of shivering, expressed discomfort with her breathing and the nurse in attendance noted increased blood pressure and heart rate from baseline. At 8:33 am, the nurse noted epidural drip rate appeared greater than the 10 ml per hour that was programmed, and turned "off" the infusion pump clamped and discontinued. Both the obstetrician and anesthesiologist on the case were notified and appropriate interventions were mounted to stabilize the patient. At 09:04 am, the pt had a spontaneous vaginal delivery of a viable female infant, no further incident. Patient discharged the next day at 11:05 am, with baby in stable condition. Dose or amount: naropin 2mg/ml, frequency: 10 ml per hour, route: IV - 041. Dates of use: 2008 at 8:33 am. Diagnosis or reason for use: labor epidural anesthesia. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: no.